Event description:
It was reported that a right atrial (ra) lead was explanted and replaced one day after implant due to non-specific product performance issue. No additional adverse patient affects were reported. Subsequently, additional information was received indicating the lead was explanted due to dislodgement confirmed through chest x-ray. The lead will be returned for investigation analysis.

Event description:
It was reported that a right atrial (ra) lead was explanted and replaced one day after implant due to non-specific product performance issue. No additional adverse patient affects were reported. Subsequently, additional information was received indicating the lead was explanted due to dislodgement confirmed through chest x-ray. The lead will be returned for investigation analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Outer insulation test failed indicating the lumen/outer insulation was damaged/breached. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.